Manufacturer narrative:
Siemens technical operation team requested quality control data. Customer did not respond to email request. Customer noted debris in optical pathway and cleaned the optical/readhead assembly. Customer calibrated the instrument and verified controls are within acceptable ranges. Customer noted that there was no further incidence of false positive urobilinogen results. Customer confirmed all false positive samples on an instrument and issued corrected patient results reports to clinicians. The root cause for the issue is due to maintenance deficiency. Instrument is operational.

Event description:
Customer stated that instrument reported false positive urobilinogen results on patient samples. There was no report of injury due to this event.